Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00110: driver 1, 3025141-2018-00113: driver 2.

Event description:
During implantation of an aculoc 2 plate and screws, the tips of two drivers broke off in the screws. One was able to be removed but the other remains implanted in the screw head.